Event description:
Same as MFR report #: 6000089-2005-01422. It was reported that four days after a drug eluting stenting treatment procedure, a stent thrombosis occurred. The target lesion was located in the mildly tortuous, moderately calcified, 95% stenosed ramus artery. The vessel was not predilated. A 2.50 x 12 mm and a 2.50 x 16 mm taxus express2 drug eluting stent were placed in the ramus. The stents were postdilated with a 2.75 x 8 mm quantum maverick balloon. A 2.00 x 15 mm maverick balloon was also used to dilate the left anterior descending artery but no stent was placed. The procedure was successfully completed and the pt was discharged to home. Four days after stent implantation the pt returned to the hospital with complaints of chest pain. The patient was brought to the cath lab and a thrombosis was seen in the ramus. The thrombosis was predilated with a 2.75 x 12 mm and a 2.75 x 15 maverick2 balloon. Two 2.50 x 12 mm taxus stents were then placed in the ramus and postdilated with a 2.75 x 15 mm and two 3.00 x 20 mm maverick balloons. There were no other reported patient complications. The patient's status is reported as `stable'. In the opinion of the physician the thrombosis is related to the stent.